Manufacturer narrative:
Results and conclusion: related to operational context-balloon burst most likely procedural related. (90% stenosis , severe calcification, focal lesion). Deformation problem. (B)(4).

Event description:
A physician was using a mo.ma ultra cerebral protection device to treat a focal lesion in the carotid artery exhibiting 90% stenosis, minimal tortuosity and severe calcification. Before the procedure, the distal balloon was tested; however, it would not inflate during the procedure despite several attempts. After the procedure, the balloon was tested again and it was noted that there was a leakage in the distal balloon. No resistance was noted during delivery of the device to the lesion or with accessory equipment. No abnormalities were noted during preparation and inspection of the device prior to use. Negative prep was performed prior to insertion to the patient with no abnormalities noted. T-safety valve was used during the purging procedure. Lesion was treated with another mo.ma. No patient complications reported for this event evaluation summary: the device was visual inspected and a kink was detected close to the hub and on the distal area of the device between the exit port of the hollow mandrel and the bilumen tube. Traces of dried radio opaque solution were detected into the proximal inflation line; balloon was inflated using a needle bonded on the inflation lumen. No abnormalities or leakage detected on the proximal side. The distal balloon was inflated connecting directly the syringe to the luer port; however, at the first inflation a leakage was detected on eca balloon surface. The balloon was analyzed by microscope and a longitudinal cut was detected along the length of the balloon, due to a balloon burst.